Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -8.0 diopter was implanted in the patient's right eye. The lens was later removed and replaced with a same size lens.

Manufacturer narrative:
A4-a6:unknown. H6: work order search found no similar complaints. Claim# (B)(4).